Event description:
It was reported that during central processing, the fenestrated bipolar forceps had compromised insulation on the cautery cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was performed, and the following additional information was provided: the image was kind of blurry, but there seems to be a slight damage to the conductor wire insulation, but no bare metal wire is visible underneath.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Isi followed up with the initial reporter and obtained additional information: the reported damage was first observed in central processing. It was black cautery cable damaged. It was stated that insulation appeared to be intact. There was no arcing observed.